Manufacturer narrative:
A4 and a5, race, are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, the patient had bleeding from the access site. Two units of packed red blood cells were transfused and the patient was treated with levosimendan. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of access site bleeding was most likely anticoagulation management since the bleeding stopped after stopping the heparin.